Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a workmanship error. During investigation, it was discovered that fluid could enter the tube because the sealing compound around the tube cover was missing. After removing the tube cover it was not sealed again with the sealing compound. This step is described in detail in the service document and must be carried out. General remark: service document for "replacement of parts" which is mandatory for service activities: chapter "safety information and protective measures", sub-chapter "main system, sirephos cover": "attaching the sirephos cover." On completing service, place the sirephos cover on the sirephos. Refasten the sirephos cover with the 3 cover screws. Reattach the c-arm cover and seal it all around with sealing compound. Use a paper towel to wipe off any excess sealing compound. Refasten the c-arm cover with the 4 cover screws." The instructions for use (IFU) contain additional safety information to protect the system from the risk of penetration by fluids. General remark: instructions for safety use during exposure preparation are provided with the system in the IFU as follows: chapter "system description", sub-chapter "exposure preparation": "protection against contamination and the penetration of fluids if a significant amount of fluid is expected during an examination, there is a risk of fluids penetrating into the system. It is recommended to cover the relevant areas appropriately. The c-arm can be covered completely or partially with a sterile disposable sheet to protect it against contamination". This issue was caused by an individual improper workmanship during service, as service documentation is clearly and correctly described. The affected system has been repaired and no further issues have been reported. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during observation of the arcadis orbic gen 2 system. The user reported that liquid was leaking from the side cover into the tube and collimator. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.